Event description:
It was reported that the iabp experienced drain task alarms which became more persistent during use. The patient was exchanged to another pump unit without further problems. There were no patient complications.